Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2022 additional information was requested, the following was obtained: what is the lot number?=>no further information is available. * device return follow up.=>the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/16/2022. H3: investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that one winding former with four detached needles and five undispensed strands that pertains to product code j772d was returned for analysis. This product code is control release and required eight strands per packet. In order to evaluate the conditions of the five needle-sutures, the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. During evaluation of four detached needles, revealed that the swage and attachment were noted as expected. However, it was found the missing point in one of them. Additional evaluation is necessary to determine the assignable cause of the missing tip. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the lot number? No further information is available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic colectomy on (B)(6) 2022 and suture was used. During buried suturing of the stapler line, the needle broke when pulled while grasping the needle tip with a needle holder. When the needle was retrieved from the floor, it was found to be broken about 2 mm from the needle tip. When the surgeon searched for the broken tip, it attached like a magnet to another needle on the mayo table, and it was retrieved. No needle fell into the body. There were no adverse patient consequences. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/17/2023. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was identified as product code j772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One piece of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.